Event description:
It was reported that the frame appeared to be bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was removed from service as it was unable to be repaired.

Event description:
It was reported that the frame appeared to be bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.